Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and foot switch were replaced. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a kv on in error message, locked up, and required a reboot to restore functionality. There was no patient injury or death reported.